Manufacturer narrative:
(B)(4). Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Evaluation summary: the reported condition of a colleague infusion pump that experienced an unknown malfunction was confirmed as an 810:03 failure code by baxter quality engineering. The assignable cause was determined to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump which experienced an 810:03 failure code. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this failure code caused an interruption of delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.